Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that their was no l7 disc. It was reported that the cause of the lead curled around the spine was not determined. Hcp reported 2 quad leads left side area were no longer there. Hcp reported there are not leads around the spine and that those were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient noted that they had surgery on monday, where they put "mail" in them. The patient explained that it was 4 screws and a belt that goes together. The patient stated that they still have a lead implanted as it was the one pinching the spinal cord and couldn't be explanted. The patient stated that they set off the (B)(6) security checkpoint recently. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v348886, implanted: (B)(6) 2009, product type: lead. Product ID: 3998, lot# v130367, implanted: (B)(6) 2009, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3888-45, lot# v289344, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their device had already been removed in (B)(6) 2014. The patient reported the name of the doctor who removed the device but stated that the wires were still intact. The patient stated that the device was removed because it was placed incorrectly. Two of the discs had been affected because of what had happened. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3888-45, lot# v348886, implanted: (B)(6) 2009, product type lead. Product ID 3998, lot# v130367, implanted: (B)(6) 2009, product type lead. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type extension. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type extension. Product ID 3888-45, lot# v289344, implanted: (B)(6) 2009, product type lead.

Event description:
The consumer reported that he had his stimulator removed last year and there were four cables but after the stimulator was removed two of the cables were left inside. The patient stated that the reason for the removal was that the implanting doctor was supposed to place it on the lower left side but it was placed on the lower right side and because of that it was damaging his l7 discs so it was removed because it was not where it was supposed to be. The patient noted his pain continued so the implant was removed as the doctor decided it was better to remove it since it was in the wrong spot. The patient mentioned that one of the cables had curled up around the spine which was the reason it couldn¿t be removed. The patient explained that since the removal of the device he had a lot of back pain. The patient explained he had an appointment with his doctor, had therapy and got eight injections to alleviate the back pain but the pain got worse. The indication for use was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that some of the implants were coiled and were then replaced but coiled again. The patient still had pain in their back and lower extremities as the patient had not had a good response to the stimulator. It was noted that the stimulation was implanted on the opposite side but did cover the patient¿s affected side. When the patient had the device explanted only the stimulator battery was removed and the patient still wanted the rest removed.